Manufacturer narrative:
(B)(4). Attempted to download using crest tool and was unsuccessful. The unit p-cap / test reservoir locks in place properly. The insulin pump was received with a critical pump error (open book image) due to moisture damage on stack assembly electrical board 1 and electrical board 2. Electrical board 2 (small) was swapped with test pcb and pump powered up after battery installation. The pump was cut open and moisture damage was found on the keypad connector on electrical board, connector internal battery, motor and force sensor during visual inspection. Unable to perform the functional tests, including the displacement test, rewind, prime/seating, basic occlusion, occlusion, force sensor, self test, sleep current measurement, and active current measurement, due to the critical pump error. The pump was received with a cracked case (battery tube) and cracked battery tube threads. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that the insulin pump had a crack in case along side battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.